Event description:
It was reported that the patient has deceased. The cause of death was due to multi-organ failure and cardiogenic shock. There is no known allegation from a health professional that suggests the death was related to the device.